Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms and shock impedance measurements of greater than 200 ohms. There were 2 signal artifact monitoring (sam) episodes observed on the same day, resulting in the minute ventilation (mv) feature being disabled. It was noted that the sam episodes looked to be a result of noise due to electromagnetic interference (emi). Technical services (ts) suggested checking with the patient to verify if there was a procedure that day as tachy therapy had been programmed on that day. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms and shock impedance measurements of greater than 200 ohms. There were 2 signal artifact monitoring (sam) episodes observed on the same day, resulting in the minute ventilation (mv) feature being disabled. It was noted that the sam episodes looked to be a result of noise due to electromagnetic interference (emi). Technical services (ts) suggested checking with the patient to verify if there was a procedure that day as tachy therapy had been programmed on that day. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 device coding: added high shock and pace impedances.